Event description:
It was reported that: when the catheter was used, the extension line cracked and there was blood that leaked out from it. The catheter had been inserted in the right radial artery for 10 days. It was reported "there was no adverse clinical consequences for the patient during the incident". The catheter was replaced at the same insertion site. Customer reported "the patient died, but in no way related to the incident. Device not contributory." The patient died on (B)(6) 2023 from a further complication of his respiratory distress. It was reported "the worsening of the respiratory distress was unrelated to the catheter. New superinfection."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: when the catheter was used, the extension line cracked and there was blood that leaked out from it. The catheter had been inserted in the right radial artery for 10 days. It was reported "there was no adverse clinical consequences for the patient during the incident". The catheter was replaced at the same insertion site. Customer reported "the patient died, but in no way related to the incident. Device not contributory." The patient died on (B)(6) 2023 from a further complication of his respiratory distress. It was reported "the worsening of the respiratory distress was unrelated to the catheter. New superinfection."

Manufacturer narrative:
Qn#: (B)(4). The customer returned one arterial catheter for analysis. Signs of use were observed on the catheter and extension line in the form of biological material. Initial visual inspection of the catheter revealed no obvious defects or anomalies. The extension line length from the proximal luer hub to the distal extension line was measured at 77mm which is within the specification of 77-79mm per product drawing. The extension line outer diameter was measured at 2.46mm which is within the specification of 2.39-2.49mm per product drawing. Functional inspection was performed on the returned catheter to recreate the product's intended use. A lab inventory syringe was connected to the extension line luer hub and water was flushed through the lumen. The extension line flushed as expected. No leaks were observed. The extension line was then tested for liquid leakage per amrq-000025 rev. 12 (bs en iso 10555-1) which states that "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec". The extension line was attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. During testing, a small leak was identified in the extension line approximately 10mm from the extension line luer hub. Further visual inspection revealed that the leak was coming from a small perpendicular cut in the extension line. The edges of the cut appeared smooth and uniform and consistent with damage resulting from a sharp instrument (i.e., scissors, scalpel, etc.). A manual tug test confirmed that the extension line was secure within the luer hub. R & d was consulted as a part of this complaint investigation. R & d confirmed that the damaged observed on the returned catheter was an indication of an interaction with a sharp object across the length of the extension line. A device history record review was performed and no relevant findings were identified to suggest a manufacturing related issue. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal. Precaution: to reduce the risk of damage to extension line from excessive pressure, each clamp must be opened prior to infusion through that lumen to prevent any possible adverse affects on monitoring capabilities." The IFU also warns the user "do not use scissors to remove dressing to reduce the risk of cutting the catheter." The customer report of an extension line leak during use was confirmed through investigation of the returned sample. The catheter extension line contained a small perpendicular cut near the extension line luer hub. The cut was smooth and uniform and the appearance is consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Based on the available information and evidence from the returned device, it was determined that unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only.

Event description:
It was reported that: when the catheter was used, the extension line cracked and there was blood that leaked out from it. The catheter had been inserted in the right radial artery for 10 days. It was reported "there was no adverse clinical consequences for the patient during the incident". The catheter was replaced at the same insertion site. Customer reported "the patient died, but in no way related to the incident. Device not contributory." The patient died on 15 september 2023 from a further complication of his respiratory distress. It was reported "the worsening of the respiratory distress was unrelated to the catheter. New superinfection.".